Event description:
It was reported that a patient underwent a paraesophageal hernia repair on (B) (6) 2010 and suture was used. The suture knot untied post-operatively on (B) (6) 2010. The patient was returned to surgery. Additional information was requested.

Manufacturer narrative:
(B) (4). (B) (4). Knots untying. Conclusion: the product upon which this medwatch is based and anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.